Manufacturer narrative:
Catheter thrombosis is a known adverse event as listed on the product labeling. If further information is received at a later date, a supplemental MDR will be filed.

Event description:
It was reported by a healthcare provider that intera 3000 hai pump sn (B)(4) returned 30 ml of infusate. The labeled intra-arterial flow rate is 1.3 ml/day and the device was implanted on (B)(6) 2022. The patient was seen in the infusion clinic on (B)(6) 2022, in which the device returned 30 ml. Two weeks prior, when the pump was accessed for the refill, 20 ml of infusate was returned yielding a calculated flow rate of 0.7 ml/day. It was reported that the patient was delayed in this visit and the hcp believed that there may have been partial obstruction of the catheter. At the visit on (B)(6) 2022, the infusion center refilled the pump with 30 mls of high dose heparinized saline and then the catheter was accessed by the hcp with the special bolus needle and 10 ml of heparinized saline. The pump was checked on (B)(6) 2022 and the pump flow rate was reported to be normal. Exact refill residual volumes were not provided. It was the hcp's opinion that the low flow rate was due to possible catheter thrombosis, which was subsequently prevented when the catheter was accessed with the special bolus needle. No patient impact was reported.